Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet system, with blood glucose reportedly over 400 for approximately 8¿10 hours, after which the caregiver disconnected the device, administered a manual insulin injection, and later reconnected the device with subsequent glucose levels largely within target; the patient later presented to the emergency department for breathing difficulty while remaining on the ilet, and logs were not provided for review. Symptoms included vomiting, dizziness, and headache. Outcomes included an emergency department visit with IV hydration, EKG, abdominal imaging, and bloodwork, without admission and without long-term effects. Investigation included complaint handling, user education, and high glucose troubleshooting to verify device functionality. Investigation of this case revealed no device malfunction and that glucose control was in range for the majority of the period following reconnection, with the event considered unrelated to glucose control. It was concluded that the cause of the reported hyperglycemia was unclear and that the hospitalization was not related to diabetes or device performance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.